Event description:
It was reported that during an unknown procedure, the patient was undergoing a procedure with the use of the harmonic scalpel. At the end of the first part of the procedure, the forceps started presenting detachment of non-metallic part. The product was replaced and there was no harm to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.